Event description:
A remstar auto device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third party service center for foam particles were found inside the blower kit and blower foam degradation was noted. Additionally, the service technician found error codes e%% err_therapy_queue_full, e63 err_stuck_knob_key as well as e66 err_stuck_encoder_b on the device logs and a dirt contamination was present. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criterial for a serious injury and or product malfunction.